Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt stated he had the ins checked in 2024 asked unknown date. Pt stated the manufacturer representative (rep) thought the lead was fractured. Pt stated the rep changed programming from the right side to left side pt stated it was still now working for him. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.